Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the pt had his scs replaced by a competing scs system in 2020 when it came time for his medtronic ipg to be replaced. Patient states his previous managing physician recommended a  competing scs system as patient wasn't receiving expected benefits from his medtronic system. Patient has since moved and did not know exact month/date his medtronic scs was explanted. Issue was resolved.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 39565-65 , serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead , ubd: 17-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.